Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The original device reported by the customer has been discarded, an investigation cannot be done. Therefore, this is the final report. Customers and retailers have been informed through the fa16may2006 letter.